Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user wanted to do a factory reset because he believes his ilet was trained incorrectly. The user has been putting "less than usual" for all meals and went down to 70 mg/dl blood glucose (bg) after dinner. The user had a small cookie to correct bg and required no further intervention. During the call the user measured 217 mg/dl bg. The reset was scheduled along with additional training.